Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effects of cerebrovascular accident, hemorrhage, heart failure, infection, sepsis and cardiac tamponade are due to procedural circumstance/ operational context. The reported patient effects of stroke (cerebrovascular accident), hemorrhage, heart failure, infection and cardiac tamponade, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, impact and evolution of right ventricular dysfunction after successful mitraclip implantation in patients with functional mitral regurgitation.

Event description:
This is being filed to report the stroke, bleeding, heart failure, treatment with medication, use of a balloon pump during the procedure, acute kidney injury, infection, sepsis, blood transfusion, pericardial effusion requiring treatment, and hospitalization. It was reported through a research article identifying mitraclip that may be related to patient stroke, bleeding, heart failure, treatment with medication, use of a balloon pump during the procedure, acute kidney injury, infection, sepsis, blood transfusion, pericardial effusion requiring treatment, hospitalization, and partial clip detachment. Specific patient information is documented as unknown. Details are listed in the article: impact and evolution of right ventricular dysfunction after successful mitraclip implantation in patients with functional mitral regurgitation. No additional information was provided.